Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. This occurred with different boxes of infusion sets over the past year. It is unknown how many lot numbers had this issue. No adverse event was reported. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.